Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s implantable cardioverter defibrillator (ICD) triggered an alert for long charge time. The ICD wa s explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: the device was returned and analyzed. Analysis of the device found high internal battery resistance. Device analysis confirmed that the device did not charge efficiently with the original device battery. The device charged nominally when the battery was replaced with an external supply. No hybrid anomalies were found. The results were consistent with the device battery causing the excessive charge time. The reported excessive charge times likely resulted from a spurious increased battery resistance induced by lithium-severing, a known failure mode for 35 joule batteries. If information is provided in the future, a supplemental report will be issued.